Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific reported this lead exhibited low impedance. Subclavian crush was confirmed by x ray. The lead was replaced. It is unclear if the lead was capped or explanted. An explant date was not provided. The physician pointed out that the cause of the stress on the lead is because the puncture site was near the inner side. No additional adverse patient events were reported.

Manufacturer narrative:
On 10/17/2017 - we were notified that this lead was capped.